Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the ventilator screen is blank. There was no harm or injury reported. No medical interventions were specified. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging the ventilator screen is blank. There was no harm or injury reported. No medical interventions were specified. The device was evaluated by a field service engineer and the blank screen fault was confirmed. The lcd screen was replaced to address the issue. The device software was upgraded. The device subsequently passed all tests. Preventative maintenance and cleaning of the device was performed.